Event description:
Total hip replacement revision for infection, head and liner change and wash out. Infection confirmed (post dental procedure). (Patient haemophiliac. All available information has been included on this document. Implant details are not accurately available. No surgical delay. Affected side: right.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.